Manufacturer narrative:
The devices were not returned for analysis. Death is a known inherent risks of endovascular procedure and is documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related events. Reference mdrs: 2029214-2020-00133 2029214-2020-00134. If information is provided in the future, a supplemental report will be issued.

Event description:
Huang x., yang q., shi x., xu x., ge l., ding x., zhou z. (2018). Predictors of malignant brain edema after mechanical thrombectomy for acute ischemic stroke. J neurointervent surg; 0:1¿6. Doi:10.1136/neurintsurg-2018-014650. Medtronic literature review revealed patients developing malignant brain edema (mbe) after mechanical thrombectomy (mt) with solitaire stent. The study used information from 130 consecutive patients who underwent mt with solitaire stent with the following criteria: time from onset to groin puncture (otp) <(><<)>= 8 hrs; baseline aspect score >= 6; baseline nihss score >= 6; pre-stroke mrs score <(><<)> 2; has a large vessel occlusion stroke (lvos) in the ica or the m1 segment of the mca. The median age was 68.6 and there were 65 males. From the total patients, 104 had successful recanalization. Of these 104 successful recanalization procedures, there were 27 patients with mortality at 90 days, but the cause of death was not specified.